Event description:
Information received by medtronic indicated that retainer ring was damaged. Customer experienced hyperglycemia with blood glucose value 600 mg/dl. Customer treated high blood glucose with insulin pump. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Pump received with scratched case. Pump received with cracked reservoir tube lip and retainer. Pump received with pillowing and cracked keypad overlay at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.